Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction. Correction: following submission of initial MDR, the date of event was not correctly reported. Section b updated to reflect correct date of event. Evaluation: six samples and three photos were provided to our quality team for investigation. A visual inspection was performed with a 30x microscope. There was no damage, defective grind or hooks observed. The bevels and etch were good. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with normal flow. Furthermore, a device history record review was completed for provided lot number 3139348. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation with the photo and sample analysis the symptom reported could not be confirmed.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 309623, batch #: 3139348. It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: rcc received a complaint via email. Email(s) attached. I do not know if I got a bad batch or what as this is the first time using your slip tip with bd precissionglide needles (27g x 1/2 (0.4mm x 13mm)). See photos these are the worst needles I have ever used. I always use bd syringes, but this is the first time using this particular ones. 1) they seem very dull. Hard to stick into myself without extra force 2) they are very hard to get the medicine into it. 3) several time during the injection, the tip separated from the syring in the middle of my injection. If you are willing to look into this batch, I will be happy to send you one of them to look into. I only ask in return that if you find anything wrong with this batch, you replace the current syringes I already purchased with is a 90 day supply at 3 shots a week. Product number - 309623. Lot number - 3139348.